Manufacturer narrative:
No conclusion code available. The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented in-clinic for a follow-up after receiving a remote transmission alert for capacitor charge time limit reached. An in-clinic capacitor maintenance was performed and the charge time was over the limit. The device was explanted and replaced.